Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported sporadic overcorrections, observed three months post lasik treatment. Information received showed 7 patients were involved. There are 13 reports associated with this event. This report references the seventh patient's left eye. Additional information has been requested.